Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single pt sample that were generated by the unicel dxl 800 access instrument. A pt sample was tested for accu tni and a result of 0.15 ng/ml was obtained. Since the customer has set a reflex test up to repeat anything in the range of 0.1 ng/ml to 1.0 ng/ml, the original sample was re-tested 3 times and the results were: 2.42 ng/ml, 0.81 ng/ml, and 1.04 ng/ml. The customer stated, the initial result of 0.15 ng/ml was reported out of the lab and believed to be the best correlation to the pt's clinical picture. The repeated accu tni results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected to this event.

Manufacturer narrative:
Qc results were within specs prior to and after the event. Sys check info was not provided. The sample type was plasma. A field svc engineer (fse) was dispatched to the customer's lab: the fse performed a special clean to the instrument. The fse conducted: diagnostic, carryover, and precision testing; all results passed within specs. The instrument's troubleshooting options, increased maintenance, and pre-analytical sample handling were discussed with the customer. The fse continue to monitor the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.